Event description:
It was reported that during a breast biopsy the biopsy driver failed. The case was aborted. The patient's breast was pierced and pt was sent home with normal post biopsy instructions.